Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and self test. All operating currents are within specification. Off no power alarm functions properly. All test boluses delivered completely and were properly recorded in the bolus history screen. No bolus anomaly. Device responded properly to button presses. No frozen screen noted. The time advanced properly during testing. No damage noted on original battery cap. Device had a scratched display window and cracked reservoir tube.

Event description:
Customer reported via phone call that his blood glucose was 20 mg/dl. Device passed the displacement test. Customer mentioned the batteries were only lasting 2 days. Customer reported the battery cap was damaged. Device sometimes would freeze during bolus deliveries. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.